Manufacturer narrative:
Device passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected pump error 82 alarm noted during testing. Device was received with cracked battery tube threads and cracked case along the side of the battery tube. The p-cap locks properly into place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm. The customer stated that pump error occurred twice. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.